Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The patient's medical history included parity 3. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had hysterectomy for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Concomitant products included naproxen (motrin). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dental caries ("I have dental issues / dental caries"), pruritus ("itching"), dyspareunia ("pain full sex"), loss of libido ("no sex drive"), dysmenorrhoea ("little cramps around my periods") and tooth disorder ("teeth issue more on top"). The patient was treated with surgery (she had hysterectomy for essure removal). Essure was removed. At the time of the report, the pelvic pain, dental caries, pruritus, dyspareunia, loss of libido, dysmenorrhoea and tooth disorder outcome was unknown. The reporter considered dental caries, dysmenorrhoea, dyspareunia, loss of libido, pelvic pain, pruritus and tooth disorder to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: dental caries, dysmenorrhoea, dyspareunia, loss of libido, pelvic pain and pruritus". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received. Reporter added. Added event teeth issue more on top. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Concomitant products included naproxen (motrin). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dental caries ("I have dental issues / dental caries"), pruritus ("itching"), dyspareunia ("painful sex"), loss of libido ("no sex drive") and dysmenorrhoea ("little cramps around my periods"). The patient was treated with surgery (she had hysterectomy for essure removal). Essure was removed. At the time of the report, the pelvic pain, dental caries, pruritus, dyspareunia, loss of libido and dysmenorrhoea outcome was unknown. The reporter considered dental caries, dysmenorrhoea, dyspareunia, loss of libido, pelvic pain and pruritus to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: dental caries, dysmenorrhoea, dyspareunia, loss of libido, pelvic pain and pruritus". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event medical device removal was replaced with pelvic pain female.. Reporter was added. On 23-mar-2020: social media received: no new information received. On 23-mar-2020: social media received. Reporter was added. On 23-mar-2020: social media received. Event dental caries was added. Reporter was added. On 23-mar-2020: information received via social media: new event - itching, painful sex, no sex drive added. Reporter information were added. On 23-mar-2020: information received via social media: new event - little cramps around my periods and reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth disorder ("I have dental issues"). The patient was treated with surgery (she had hysterectomy for essure removal). Essure was removed. At the time of the report, the medical device removal and tooth disorder outcome was unknown. The reporter considered medical device removal and tooth disorder to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event I have dental issues was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.